Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The philips field service engineer replaced the power management board and power supply to resolve the reported issue. After repair was completed, the system fully met specification and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The power supply assembly was returned to failure investigation for analysis. The part passed all testing, and there were no faults found. The customer's alleged malfunction could not be confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
It was reported to philips that the v60 shut down while on a patient and started alarming. The customer stated that the v60 battery needed to be removed to power the unit off. The device was in use at the time of the event. The patient was swapped to another ventilator at the time of the issue with no report of patient or user harm and no adverse outcome to patient care or therapy. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.